Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. This MDR submission is a late submission. An nc has been issued.

Event description:
It was reported that a patient experienced a dental implant loss. Prosthetic issue. #36 cover screw "cold welded". Could not remove. This needed the implant removed.